Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported intermittent loss of audio without an inop. There was no report of an adverse event. The device was used for patient monitoring.